Manufacturer narrative:
Product ID 3888-45, lot# va06uqd, implanted: 2013 (B)(6); product type lead product ID 3888-45, lot# va06uqd, implanted: 2013 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3708220, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that during the implant procedure, the caller observed >20,000 ohms. It was noted that it was a new, fresh implant with two four electrode leads and bifurcated extension. It was further noted that all pairs with #3 were >20k. After that, they switched sides and then all pairs with #7 were >20k so that the open was following the lead. It was noted that all other pairs were less than 1000 ohms. It was noted that they tested again at 3v and impedance was still >40k with this contact. The issue would be discussed with the healthcare professional (hcp). Additional information received reported that an anchor was placed over the 3 electrode on one of the leads. The hcp repositioned the anchor and all impedances were normal. The patient was receiving good, effective therapy.